Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient underwent lumbar fusion with posterior incision. Post operatively screws at l4 loosened.patient reported lower back pain. Patient underwent revision surgery to remove the pedicular screws.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.